Event description:
It was reported that the event involved a male pt, (B)(6), while in the cath lab during use. Approximately one hour after the physician routinely inserted the intra-aortic balloon (iab) via femoral without issue, they attempted to transfer the patient from the cath lab to the operating room (or). As the intra-aortic balloon pump (arrow autocat2 wave) was being unplugged, the pump switched to battery power, but then the screen went black, flashed white (strobe), pumping continued and all the led's were flashing. The perfusionist then plugged the pump back into the wall power and powered down. When the perfusionist turned the pump back on (less than 1 minute), the pump started back up appropriately and the perfusionist was able to resume pumping without issue. The perfusionist then switched the pump out for another and will send this one to biomed. The patient status was unchanged and he was taken to operating room for coronary artery bypass graft x2 and mitral valve replacement. There were no pump strips generated for review and no specific alarms occurred. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was less than a five minute delay or interruption in therapy with no harm to the pt. The pt outcome was unchanged during this event.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.